Event description:
A facility reported an heliplug (ID 62202) almost melt. It disappeared into the socket and they need to use an extra plug. The device was used for tooth extraction. No patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the heliplug (ID (B)(6)) was not returned for evaluation; however a retain sample of the same lot number was evaluated: device history records (DHR) - no anomalies failure analysis - retain sample evaluation was performed for fg lot 7122046. Eighty (80) units (2 shipper boxes with 4 dispenser boxes of 10 units each) were visually inspected. No anomaly was observed in the outer pack, tray sealing, or sponge appearance. Five (5) units were sampled and sent to the laboratory for testing. The method allows to determine the time the sample takes to completely wet out (visual saturation) once placed on the surface of purified water. The documented time (in seconds) met the product test requirements (< 20 seconds). All five (5) sponges were found to comply. Root cause - fg lot 7122046 met all in-process and fg requirements as specified in the packaging shop order and related procedures.